Event description:
It was reported that during a ptca procedure, the guide wire tip coil became stretched during use in the procedure. No pt injury was reported from this procedure. This incident is being reported based on investigative findings.